Event description:
Dexcom was made aware on 03/12/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient alleged he experienced itching sensation in his face and head after he inserted a new sensor in the arm., he confirmed the itching sensation did not start at the insertion site. Prior to sensor insertion the area was cleansed with soap and water. His friend drove him to the emergency department (ed) and he was administered IV fluids and oral hydroxyzine medication and an unspecified blood test which was normal. The ed physician did not confirm what triggered the allergic reaction. The patient was discharged home three hours later with no further medical intervention. On (B)(6) 2025, tech support contacted the patient, and he confirmed that he was wearing a new wearable, and the itching sensation did not reoccur, and he was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
The wearable was inserted into the arm on (B)(6) 2025.